Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports 2 months after the dental implant and full lower arch were placed in ada site 21 in the mouth, the implant had not achieved integration. Clinician reports peri-implantitis, pain, mobility, inflammation and dehiscence. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports 2 months after the dental implant and full lower arch were placed in ada site 21 in the mouth, the implant had not achieved integration. Clinician reports peri-implantitis, pain, mobility, inflammation and dehiscence. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).